Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including respiratory failure. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported respiratory failure could not conclusively be established through this evaluation. The patient remained ongoing following this event and passed away on (B)(6) 2020. The patient outcome as well as heartmate 3 left ventricular assist device (hm3 lvad), serial number (B)(6), which was returned, were evaluated under MFR # 2916596-2020-01186. Multiple attempts to gather additional information were attempted; however, none was provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced respiratory failure on (B)(6) 2019. The patient was intubated and a tracheostomy was performed. The intubation period was not known.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed